Event description:
A review of service data detected a reportable event. During servicing, charger sn (B)(4) was fond to have a damaged power supply cord. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the charge would not power up. Upon investigation the power supply cord was found to be damaged. The cause of the inability to power on was the damaged power supply cord. The root cause for the defective power supply cord could not be positively identified. No adverse event resulted from the defective power supply cord. The last pt to use this battery charger did not report any deficiencies.